Manufacturer narrative:
Medical device manufactured date is unknown. Device manufactured date is unknown. Investigation summary: one photo was received by our quality team for investigation. From the photo, leakage past the stopper was observed. A device history record could not be evaluated as the lot number is unknown. As no sample was returned for further investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use of the bd eccentric tip syringe with the bd precisionglide¿ needle the medication leaked out from the side of the stopper. The following information was provided by the initial reporter: "medication leaked out from the side of the stopper. Incident occur : during use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 14-jul-2022 h.6. Investigation summary: one photo and one sample without packaging was received by our quality team for evaluation. From the photo, leakage was observed past the stopper. From the returned sample, a damaged barrel was observed as well as printing rub off on the barrel surface. The sample was subjected to leakage testing and failed. A device history record could not be evaluated as the lot number is unknown. The team investigated different sections of machine and the reported defect could have occurred at the assembly machine station. The likely root cause could be due to poor throw out during the transition to the outfeed dial. However, as the batch number is unknown, the root cause cannot be determined. The quality team will continue to monitor the situation for any similar defects. Communication with the production technicians will occur to raise awareness on the reported defect.

Event description:
It was reported by the customer that during use of the bd eccentric tip syringe with the bd precisionglide¿ needle the medication leaked out from the side of the stopper. The following information was provided by the initial reporter: "medication leaked out from the side of the stopper. Incident occur : during use"